Manufacturer narrative:
One used sample was received for evaluation for the complaint that the device was leaking total parenteral nutrition (tpn) from the stopcock, with fluid exiting from the top. No visual anomalies were observed on the returned set. DHR of lot 6123144 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint was not confirmed through the analysis of the returned sample since the unit was found within specification, as no leak condition was detected during functional test.

Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state, and g1 - contact office zip code: correction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking total parenteral nutrition (tpn) from the stopcock, with fluid exiting from the top. Patient involvement was unknown, and no patient harm was reported.